Manufacturer narrative:
Final analysis found that the insulation was abraded at 17.0cm to 17.4cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after experiencing syncope. Upon device interrogation, several noise episodes were observed on the stored egms and the pacing was inhibited. The patient was pacemaker dependent and the noise was reproducible with the pocket manipulation test. The left ventricular lead was explanted and replaced. The patient was stable before during and after the procedure.